Event description:
During use in the patient, the balloon of the delivery system could not be inflated due to a crack in the hub at the open end. Patient and target vessel information are not available as per the reporting affiliate. Another cypher select plus was used to successfully complete the procedure. There was no report of patient injury. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
This product is distributed outside the united states, but is similar to us distributed stent delivery systems.